Event description:
It was reported that review of a transmission remotely via merlin.net revealed intermittent atrial under sensing. Programming changes were recommended. There were no reported patient consequences.